Manufacturer narrative:
(B)(4).the device will not be sent back to baxter for evaluation. The customer will evaluate the device onsite.

Manufacturer narrative:
(B)(4). The device will be evaluated onsite at the customer's facility. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative reported a syndeo pump with a condition of the patient tampering with the device, resulting in a overinfusion of an unknown medication. This condition occurred during patient therapy. It's unknown it there was any patient injury, adverse event or medical intervention necessary. According to the hospital representative there was no patient death associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump.